Event description:
Per information provided: (B)(6) 2015: patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1, 2, 3). Attorney alleges patient had infection, hernia recurrence, pain.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). An additional emdr was created to represent the perfix plug (device 3) in gcs. Note, the date of event ((B)(6) 2026) is considered to be the best estimate based on the date of awareness. Note, the manufacturing date (15-jul-2015) is considered to be a best estimate. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.